Event description:
The reporter stated that the nurse changed the patient's position. Afterwards neither pressure nor wave form appeared on the monitor. The probe had been in place for five days, in a patient being treated for a head injury. The physician replaced this probe with a new probe.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based upon the reported information. See scanned pages.